Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. However, the photos supplied have been reviewed and confirmed that the canister was not full, establishing a relationship between the device and the event reported. The root cause remains unknown, the likely cause of this event is the gel covered the filter signifying a full canister, the instruction for use offers further guidance on this matter. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch displayed a blockage alarm immediately after changing the canister. The gel former burst very quickly, then there was a blockage alarm. The issue was solved exchanging the canister several times.